Event description:
According to the reporter, the oral endotracheal tube was twisted and kinked on itself during the insertion of the doctor. The patient was desaturated to 40%. The tube was removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).